Event description:
Related to MFR report # 2183959-2012-02758. It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams monarc subfascial hammock to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "severe personal injuries, pain and suffering, severe emotional distress," "significant mental and physical pain and suffering," "recurring and worsening incontinence, extreme abdominal pain, vaginal pain with prohibitive sexual pain and lower back pain with nerve damage in left leg."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.